Event description:
A product liability claim was raised. It was reported that the pt received a durom acetabular cup on (B)(6) 2006 and underwent revision surgery on (B)(6) 2012 due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. There is no need for further corrective measures at this time and zimmer (B)(4) considers this case as closed. (B)(4).